Event description:
A doctor alleged that two (2) patients had experienced the loss of veneers after placement using the nx3 dual cure clear and optibond xtr products. This is the second of two (2) reports.

Manufacturer narrative:
The patient had experienced the delamination of veneers from teeth #8 and #9 during placement. The doctor cut off the veneers which had partially cemented and took a new impression. The patient returned to the office and new veneers were cemented using the same products, without further incident. To date, the patient is doing fine. The product involved in the alleged incident was not returned; therefore, a physical evaluation was performed on a retained sample, yielding results within specifications. In addition, no similar complaints were received with regard to this lot.